Event description:
It was reported during a routine visit that suspected externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this MDR number 2017865-2012-05213. Based on the review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.